Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. There was residue on the product. Visual inspection found that the optic and haptic were torn. Claim#(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -11.0 diopter tore during injection into the patient's right (od) eye. This occurred on (B)(6) 2019. It was removed and replaced intraoperatively with no patient injury reported. The problem is resolved.